Manufacturer narrative:
This issue was observed after being returned to medtronic and was not at a facility when it occurred. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the cervical probe was bent. It was possible for the cervical probe to pass verification. However, it was not within the default range. It was unknown how the probe became bent there was no patient present when this issue was identified.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was severely bent. With markers attached and fully seated, the probe returned a good geometry error but a high divot error due to the bent tip. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: instrument manufacturing date provided. If information is provided in the future, a supplemental report will be issued.